Manufacturer narrative:
This medwatch submission is both an initial and supplemental filing. Investigation of the results can be seen below: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Consumer reported via email in spanish. Translated to english. = my mother, being diabetic, uses insulin pens, and we bought 32g x 5/32 bd needles, but we've noticed that some needles fail, as they become clogged and don't allow insulin to pass through. This has been the case with several needles from several boxes we've purchased over the course of about three months. Lot # unknown. Catalog# unknown - 32gx 5/32 pen needles. Date of event unknown. Sample status unknown. Sending email reply to consumer asking her to call our toll free number 1st attempt. Dc.